Manufacturer narrative:
Anspach emax 2 plus burr motor burr would not disengage. Device evaluation and results: device evaluation was not performed and the anspach emax 2 plus burr motor event was not confirmed (product not available). Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: could not be performed; the rep is no longer employed with stryker and no additional information is available. Trend request for this part number has been submitted (trend request #737). The anspach emax 2 plus burr motor is an OEM device and was returned to the supplier

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case the burr motor would not disengage after the proper command to disengage it was selected. The burr had to be disconnected and replaced in order for the case to continue successfully.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case the burr motor would not disengage after the proper command to disengage it was selected. The burr had to be disconnected and replaced in order for the case to continue successfully.

Manufacturer narrative:
Mako surgical corp. Has identified that in rare instances the cutting burr motor control board does not respond to disable commands from the application software. No injuries have been reported to date. This issue has been previously investigated and is part of correction effort 01-12-2015-001-c.